Event description:
Clarus medical llc is issuing this urgent field safety notice regarding an error in the direct product identification marked on the proximal connector of the device for the affected lots listed above. The error: the laser etching on the proximal connector of the device incorrectly displays the product catalog/part number for: model 2230-521 (incorrect) instead of model 2233-521(correct). Crucially: the outer and inner package labels (box and peel pouch) are correct and accurately identify the contents as the intended product. The potential error only exists on the direct product marking itself. Lot 521404. Total units: (B)(4).